Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was due to the body being crooked and crushed, the distal end being burned, and insertion tube failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a crooked and crushed body, a burned distal end, and insertion tube failure. There was no patient involvement.